Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A return good authorization has been issued. At this time, vyaire has not received the suspected device/component for evaluation.

Event description:
The customer reported 5v supply too low and motor fault alarms on the vela ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.